Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1177082. D.4. Medical device expiration date: 30-jun-2024. H.4. Device manufacture date: 26-jun-2021. D.4. Medical device lot #: 2343779. D.4. Medical device expiration date: 30-nov-2025. H.4. Device manufacture date: 09-dec-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ pro IV catheter had air in the line during use, and the catheter broke in the patient's vein, causing an embolism. The patient had to have a minimally invasive surgery to remove the broken catheter. There were 330 reported occurrences of air bubbles in the catheter line in lots 1177082 and 2343779. The following information was provided by the initial reporter: "customer complained about sleeving peel back of catheter material in while piericing through skin as well as in vain too .cathetre emblosism also noticed by staff... Multiple prick on neonates. Restart of catheter. Patient undergo minimally invasive surgery to remove the broken catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jun-23. H6: investigation summary our quality engineer inspected the 4 photos and 4 contaminated samples submitted for evaluation. The reported issues of peelback and catheter broke / separated after placement was confirmed upon inspection of the samples. Analysis of the sample photos showed that the cannula of the device was partially withdrawn, and the catheter had buckles. However, the defect was not able to be clearly seen in the returned photos. Analysis of the 4 returned used samples showed that there were kinks in 3 of the catheters and one of the samples had a partial cut on the catheter. There was also a notable stretch to the catheter on its broken edge. Bd determined that the most likely cause of the peelback and catheter broke / separated after placement failures was incorrect use of the device during application. However, this root cause cannot be confirmed since we are unable to confirm how the product was used during the event. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd neoflon¿ pro IV catheter had air in the line during use, and the catheter broke in the patient's vein, causing an embolism. The patient had to have a minimally invasive surgery to remove the broken catheter. There were 330 reported occurrences of air bubbles in the catheter line in lots 1177082 and 2343779. The following information was provided by the initial reporter: "customer complained about sleeving peel back of catheter material in while piericing through skin as well as in vain too .cathetre emblosism also noticed by staff... Multiple prick on neonates. Restart of catheter. Patient undergo minimally invasive surgery to remove the broken catheter.